Event description:
The iab leaked the iab was removed. The iab was surgically removed from the pt. The pt went on to expire. The iab was not released to datascope for evaluation. It is not known if the pt's death was iab related. (Event complications: surgically removed/ the pt expired- reported 2/5/98.) (Pt's current status: expired- rpt'd 2/5/98.)